Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that ventricular assist device (vad) driveline sheath exhibited additional damage. The clinic is scheduled to repair the previous repair. The driveline remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Driveline cable (B)(4) was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated driveline cable met all requirements for release. Review of the controller log files could not be performed as logs were not available for around the time of the reported event. It was reported that the driveline sheath was damaged and driveline sheath repair was performed. However, no service report or visual evidence was provided. As a result, the reported event could not be confirmed. There is no evidence to suggest that a device malfunction caused or contributed to the related event. Based on the risk documentation and experience with events of similar circumstances, the most likely root cause of the driveline sheath damage can be attributed to multiple factors, including but not limited to improper handling, normal wear over time and/or design issues. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.